Event description:
Sorin group received a report that during priming, the s3 bubble detector was not detecting bubbles. The clinician noted that the cushions appeared to be deflated. There was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 bubble detector. The incident occurred in (B)(6). The is medwatch report is filed on behalf of sorin group (B)(4). Soring group received a report that during priming, the s3 bubble detector was not detecting bubbles. The clinician noted that the cushions appeared to be deflated. There was no patient involvement. The investigation is on-going. A follow up report will be sent when the investigation is complete.